Manufacturer narrative:
Correction: investigation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the device read the temperature and lesioned normally. The water circulated normally through the sample. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the first ablation cycle, the site was ablated during the first minute. The ablation was continued while moving the needle gradually and increasing the wattage, but it appeared as if the site was not ablated. Another device was used to complete the procedure without incident.